Event description:
Reportedly, episodes of atrial oversensing showing artefacts at 8hz (125ms intervals) on the a-egm strips had been recorded in the implant memories and observed during live telemetry. This phenomenon led to misclassification of atrial rhythm resulting in inappropriate mode switch. An analysis is requested.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.